Manufacturer narrative:
(B)(4)

Event description:
It was reported that while attempting to power up the programmer, a popping noise was heard. The device would not power up. The device would no longer be used and replaced.